Event description:
It was reported that a high-pressure alarm occurred. This occurred during infusion at the patient's home. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for analysis. Service history identified no repair requests in the past one year. Much as the event history log review identified multiple alarms of high pressure, the reported problem was not replicated during device evaluation. The root cause of the event was unable to be identified because no reported issue was replicated in the device. As a preventative measure, the downstream occlusion sensor was replaced.